Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 219 bd plastipak¿ 50ml concentric luer lock syringes experienced foreign matter within the fluid path. The following information was provided by the initial reporter: during the inspection at the customer's side, hair and sticky dirt were found with the products.

Event description:
It was reported that 219 bd plastipak¿ 50ml concentric luer lock syringes experienced foreign matter within the fluid path. The following information was provided by the initial reporter: during the inspection at the customer's side, hair and sticky dirt were found with the products.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval: yes. D10: returned to manufacturer on: 05-jul-2022. H6: investigation summary: two photos along with physical samples were provided to our quality team for investigation. Upon visual inspection of the photos and physical samples, a hair was observed inside the syringe barrel, a transparent substance can be seen in the tip of the syringe, and it was noted the stopper was not properly assembled, partially detached from the plunger. Further evaluation identified the substance in the syringe tip to be silicone which is used during the lubrication process. A device history review was performed for the reported lot 2107092, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Manufacturing for this product is performed in a clean room which is kept under a positive pressure to reduce the chance of foreign matter. All individuals are required to follow proper gowning procedures before entering the room, including hair protection. Based on our investigation, the root cause of the hair observed is due to personnel not following the proper gowning procedure. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures. A camera system is used in the assembly machine to detect missing or improperly assembled stoppers. While we could not identify a direct issue, it was determined this incident occurred as a result of improper alignment of the plunger/stopper to the barrel during assembly, the camera system did not properly detect the issue therefore the sample was not discarded.